Manufacturer narrative:
Analysis of catheter 8780 identified damage to the guidewire that occurred during the implant procedure; the guidewire was bent in multiple places. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown. Product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving lioresal (500mcg/ml at 50mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the hcp complained that the first catheter was bent. It was opened and dropped on the floor before the procedure. It was noted that the bend was in the tip of the catheter. The hcp noted that it wasn't as bent as the other two. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting were performed. No actions/interventions were taken to resolve the issue and the issue remained unresolved at the time of report. No surgical intervention occurred or was planned related to this event. The cause of the bent catheters was unknown, but it was noted that the hcp had seen this in the past. No additional catheter information was available. The patient's status was alive - no injury and no further complications were reported or anticipated.